Event description:
It was reported that the right atrial lead had low impedance, an increase in threshold and the threshold was high, and was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.